Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. Customer support provided part number for the oxygen regulator assembly and service manual rev. J.

Event description:
Customer reported o2 regulator leaks; o2 detected from regulator body. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.